Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted fracturing at the tip of the obturator. The root cause of the event is likely brittle material during the molding process. Applied medical continuously seeks to improve the form, function and ease of use of its products and will continue to monitor its vigilance system for trends and take appropriate actions as necessary. As a result, applied medical has implemented process enhancements intended to minimize the potential for this type of event to occur. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Gyn: "the surgeon had difficulties to enter the 5mm trocar the tip of the obturator bent and almost broke. Please organize a pick up with the hospital." Additional information received via email on july 18, 2016 6:48 am from (B)(6): at what point during the procedure did the obturator tip break: they realized that the tip was broken after the introduction, therefore it is difficult to know exactly at what point; was excessive force applied medical used during insertion: it was a normal trocar introduction with no excessive pressure.